Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the guidewire was found broken at the end of the threaded section. The broken part is missing. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint is confirmed as the guide wire was found broken as reported in this complaint. Furthermore, we can also confirm that the broken portion which remained in patients body has a length of approx. 6 mm. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot sterile part: part: 292.622s, lot: 2l10874, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 31.oct.2018, expiry date: 01.oct.2028. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: part: 292.622, lot: 1l94485, manufacturing site: balsthal, release to warehouse date: 16.oct.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for the fifth metatarsal bone fractures by using the cannulated screws 3.0. During the surgery, while inserting the guide wire from the lateral side of the bone, the tip of the guide wire got broken when the guide wire was about to touch the cortical bone of the opposite side. The broken size of the tip was about 6 mm long and left in the patient. There was 20 minutes surgical delay. The patient outcome is unknown. Concomitant devices reported: unknown cannulated screws (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) 1.1mm threaded guide wire 150mm. This is report 1 of 1 (B)(4).